Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received inappropriate shock therapy due to an unexpected fast paced sinus rhythm. No electrical anomalies were detected. The device was electively replaced. No further information is available.